Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. The customer's blood glucose level was reported to be 210.6 mg/dl. It was reported that the drive support disk was protruded. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the operating current and displacement tests. However, the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to the loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.